Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, controller power issue and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown; cloud - omnipod 5 software app version 3.1.1; cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06; cloud - smartphone hardware n5004l; cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) with blood glucose (bg) values reaching 1300 mg/dl. The patient experienced difficulty breathing, renal failure, nausea, and vomiting. The patient was transferred to the intensive care unit (ICU) and treated with insulin. The patient was discharged after 5 days. The patient reported forgetting to take their controller to work to deliver insulin. After going to the hospital, they allowed him to go home to get his controller, and at that time he found the controller would not turn on.